Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ veterinary slip tip syringe barrel was cracked and product leaked out. The following information was provided by the initial reporter: "indicating these are defective. As they go through the product, there are several syringes that are cracked so therefore the product leaks out."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-apr-2022. D.4. Medical device lot #: 8206197. D.4. Medical device expiration date: 31-jul-2023. H.4. Device manufacture date: 28-jul-2018. H.6. Investigation: six-hundred and ninety-seven packaged 3ml syringes (p/n 305663) from lot 8206197 were received. The samples were visually evaluated. Twenty-four of the samples were observed to either be heavily damaged or have a cracked barrel. The observed damage was non-conforming per product specification. Potential root cause for the cracked barrel/damage defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd¿ veterinary slip tip syringe barrel was cracked and product leaked out. The following information was provided by the initial reporter: "indicating these are defective. As they go through the product, there are several syringes that are cracked so therefore the product leaks out."